Event description:
It was reported the procedure was to treat a moderately calcified and mildly tortuous lesion in a coronary artery. The 2.0 x 23 mm rx xience skypoint stent delivery system (sds) was not prepared prior to advancement in the patient anatomy. The sds was advanced to the target lesion however during inflation the balloon appeared to be perforated. The sds was removed without issue and the procedure completed with another device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
H6 medical device problem code: 2017 - incorrect prep. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.